Event description:
A surgeon reports a patient is complaining of having poor intermediate vision, poor vision in dim light and having to read too close following bilateral intraocular lens implant surgeries. Phone follow-up was conducted with the reporting surgeon on 03/09/2007. During this conversation, the surgeon stated that he feels the patient will adapt with more time. Her distance and near vision outcomes are good and there are no plans to intervene. MDR #1119421-2007-00134 - od (right eye). MDR# 1119421-2007-00135 - os (left eye).

Manufacturer narrative:
The complaint device associated with this report has not been received for evaluation. The device remains implanted. Product history records were reviewed and all documents indicate the product met release criteria. There have been no other complaints recieved for this lot number. Phone f/u was conducted on 03/09/2007 and add'l info was requested by fax and by mail on 03/12/2007. Add'l info was provided during the phone f/u and a completed questionaire was received on 03/26/2007.